Event description:
The user facility reported that during an unspecified procedure, the bronchoscope lost image and while lines appeared on the video screen. There was no further information provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report but with no result. The device referenced in this report was returned to olympus for evaluation. The evaluation isolated the cause of the phenomenon to the ccd unit. There were large chips found on the distal end cover and dents on the channel opening. Both sides of the bending section cover glue was noted to be open, and there were multiple scrapes and slices on the light guide tube. The ccd unit was forwarded to the original equipment manufacturer for further investigation. The device has been refurbished. This report is being submitted as a medical device report in a abundance of caution.